Event description:
It was reported that the battery was fully charged. The unit displayed message "low battery, charge battery." Replaced battery. The unit then displayed "apply pads, apply pads....", even though the pads were attached to the patient. Patient died. Note for a4: reporter was not able to provide weight.